Manufacturer narrative:
The customer was sent a replacement pump. On 1/9/2016 the customer emailed that she had been  diagnosed with mastitis that started on (B)(6) 2016, she was prescribed the antibiotic penicillin and then changed to dicloxacillin by her ob. As  of 1/9/2016 the mastitis has cleared and she had received her new pump. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on 12/29/2016 that she had low suction with her pump in style and due to not being able to pump she had mastitis.